Manufacturer narrative:
This report contains supplemental information and an updated narrative for mentor psr submission reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information and an updated narrative for mentor psr submission reference number (B)(4). The impacted product was mistakenly reported initially as a gel device. It was reported that a (B)(6) year old african american female patient enrolled in a clinical study underwent primary breast reconstruction status post radical mastectomy with an unspecified mentor cpx4 tissue expander that deflated postoperatively. As a result, the patient had the device explanted and replaced with a mentor clinical study gel device (catalog number 35051030l, (B)(4)) on (B)(6) 2017.